Event description:
During baxter's evaluation, a spectrum pump had a delayed keypad response. There was no patient involvement.

Manufacturer narrative:
Baxter received and evaluated the device. The delayed keypad response was confirmed through baxter's evaluation. This condition was determined to have been caused by a failed component on the processor printed circuit board (pcb). The processor pcb was replaced.